Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Customer's blood glucose was 536 mg/dl. Customer administered manual injections to address bg level. No additional information was provided and the customer declined troubleshooting with tandem technical support.